Event description:
Physician was performing cystoscopy for removal of left ureteral stone. As the ureteral orifice was being incised, the nitinol laser basket wires broke. Stent was inserted with plan to retreive wires, basket and stone at a later time. Two days later, cystoscopy, exploratory laparotomy, closure of cystotomy. Removal of stone and basket was performed. Patient was discharged to home five days later.